Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The customer reported 'when the screw was inserted in the patient at the time of the intraoperative x-ray check, the surgeon realized that the screw was loosening and would leave a foreign body in the patient's elbow. The surgeon removed the screw with difficulty and we found that the screw was completely twisted at the end and deformed.'.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported 'when the screw was inserted in the patient at the time of the intraoperative x-ray check, the surgeon realized that the screw was loosening and would leave a foreign body in the patient's elbow. The surgeon removed the screw with difficulty and we found that the screw was completely twisted at the end and deformed.